Event description:
Reportedly patient expired after an implant date of 2005, due to unknown reason. Unknown if patient death is device related. Date of pt's death and implant duration is unknown, therefore, the aware date was used as the occurrence date. Patient also had a 6900p heart valve implanted on the same day in the mitral position. No further info regarding this pt was rec'd.

Manufacturer narrative:
Device not returned.